Event description:
It was reported that the patient was experiencing pain and developed an alleged infection and hematomas. The patient underwent a revision surgery on (B)(6) 2022 where the following eleos implants were revised: tibial poly spacer, tibial hinge component, and distal femur axial pin. The following eleos implants remain implanted from the patient's original surgery: distal femur, tibial baseplate, and cemented stem extension. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2022-00259, #3013450937-2022-00260, #3013450937-2022-00261, #3013450937-2022-00262, #3013450937-2022-00263.

Event description:
It was reported that the patient was experiencing pain and developed an alleged infection and hematomas. The patient underwent a revision surgery on (B)(6) 2022 where the following eleos implants were revised: tibial poly spacer, tibial hinge component, and distal femur axial pin. The following eleos implants remain implanted from the patient's original surgery: distal femur, tibial baseplate, and cemented stem extension. No additional information regarding this adverse event has been reported

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the pain, alleged infection and hematoma could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly.